Manufacturer narrative:
Suspected device evaluated by ok biotech and calculated that the meter operated within specifications. The standby current test is 1.2¿a. The criteria is <55¿a. Pass. Meter setting, audio and all buttons function are ok. Tested the suspected meter with in house control solution and retain strips (strip lot number:d6150508-1). The control solution tests for level low are 51/50 mg/dl;for level high are 281/275 mg/dl. The control solution ranges are: level low 25~70 mg/dl; level high 210~310 mg/dl. All results were within the acceptance range. Pass. We tested the returned strips from patient (strip lot number:d6150508-1). The control solution tests for level low were 51/54 mg/dl; for level high were 282/284 mg/dl. The control solution ranges are: level low 25~70 mg/dl; level high 210~310 mg/dl. All results were within the acceptance range. Pass.

Event description:
Our importer, (B)(4) received a call on (B)(6) 2016 reporting a medical intervention that occurred on (B)(6) /2016 at 7:00am. Patient's husband called in stating that patient was not responsive so he called paramedics. Patient's blood glucose reading at the time of the event was 126mg/dl. Patient was incoherent and sweating. Patient's normal blood glucose level around the time of the event is 90-150mg/dl. Paramedics were called within 5 minutes of testing with the prodigy meter. Paramedics arrived approximately 5 minutes after being called. Upon arrival paramedics tested patient's blood glucose with a result of 46mg/dl. Patient was given glucose by the paramedics and transported to the ER. Patient's husband stated that he was not sure but thought that patient's glucose upon arrival at ER was 46mg/dl but he was not absolutely sure. Patient was administered glucose, pudding, jello and apple juice at ER. Patient's blood glucose prior to discharge was 171mg/dl. Hospital's endocrinologist recommended that patient get a change on the dosage of insulin. Patient's total stay in hospital was 5 hours. (B)(4) sent replacement and prepaid envelope requesting return of suspect device.